Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert posted to the latitude website, for this right ventricular (rv) lead, with high out of range shock impedance (143 ohms). No adverse patient effects were reported. This rv lead remains implanted.